Event description:
It was reported that there was a connection issue between an ultra set disposable disconnect y-set and a peritoneal dialysis (pd) transfer set. The event was further described as ¿y-set would not fully close and popped right off of the transfer set¿. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.